Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that four days post-implant, the patient presented to the hospital with large hematoma. Patient was admitted and the pocket was cleared successfully. Patient was discharged same day in good condition. Two days later, patient came to hospital again with hematoma and had further pocket revision. The patient remained in good condition.